Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the cap on the button device did not have a tight fit to the body, it was loose. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the button was performed and no issues were found with device. The button body inner diameter and the outer diameter flange plug were measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body without issue. The condition of the returned unit was not consistent with the complaint incident that the device flange plug did not have a tight fit into the button body. The device measurements confirm that the device met specifications. Therefore, the most probable root cause is not confirmed. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13464258.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the cap on the button device did not have a tight fit to the body, it was loose. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.